Event description:
The customer reported that the central monitoring system (cns) went into comm loss with two ambulatory vital signs devices (gz120pa). No consequence or impact to the patients were reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) went into comm loss with two ambulatory vital signs devices (transmitters: gz-120pa). No patient harm was reported. Service requested/performed: troubleshooting. Investigation summary: the overall risk score is determined to be high. As the reported complaint relates to comm loss with the cns and gz transmitters, wireless network data needed to be collected and compared with provided device logs in order to find a cause of the comm loss. Therefore, the root cause cannot be determined. As this issue has an overall risk score of high, a CAPA is required per corrective action and preventive action process, sop07-003. Since the root cause was unable to be determined, no CAPA is initiated. Without a root cause, the counter measure to prevent recurrence cannot be performed. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: gz transmitters: model #: gz-120pa; sn: (B)(6); model #: gz-120pa; sn: (B)(6).

Manufacturer narrative:
The monitor tech indicated that it is a hospital wi-fi issue. The further away from the door the patient sits, the worse the signal is and communication is lost. Continued troubleshooting is needed and is currently being performed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following devices were being used in conjunction with the cns: gz120pa (sn# (B)(4)). Gz120pa (sn# (B)(4)).

Event description:
The customer reported that the central monitoring system (cns) went into comm loss with two ambulatory vital signs devices (gz120pa). No consequence or impact to the patients were reported.